Manufacturer narrative:
H3 other text : third-party service center.

Event description:
A ventilator was returned to a third-party service center for service. The device was not in patient use. During the evaluation of the device at third-party service center, the internal and external battery was not powered. The investigation is still ongoing. A follow-up will be provided when the evaluation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was returned to a third-party service center for service. The device was not in patient use. During the evaluation of the device at third-party service center, the internal and external battery was not powered. The device's cables are disconnected from the sockets and the power supply board needs to be replaced as missing the power supply board was missing.